Event description:
Event verbatim [preferred term] burns confirmed by the physician : red zones of the shape of alveolus [thermal burn] , the heatwrap had heated to much [device issue] . Case narrative:this is a spontaneous report from a contactable other health professional (pharmacy employee) via the local product quality group. An adult female patient of an unspecified age (reported as under the age of 50 years) started to use thermacare heatwraps (thermacare lower back & hip) (device lot number: r48051, expiration date: sep2019) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history was not provided, but the patient had no diabetes. Concomitant medications were not provided. On an unspecified date, the patient experienced red swellings in the shape of alveolus, which did not come off. She experienced burns confirmed by the physician: red zones of the shape of alveolus. The heatwrap had heated too much. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. According to product quality complaint group: the visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c). There were no wrap variable or attribute defects recorded for the batch. Shiftly production transition notes were reviewed, there were no issues noted in the heat pack maker that would affect wrap temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Return sample has not arrived at site as of (B)(6) 2017. The site is waiting for the return of the sample to analize and determine the next steps. According to product quality complaint group: this batch has been reviewed from a manufacturing perspective. There were no known site investigations associated with this batch. The root cause category was non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged burn from wrap. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employed quality control procedures which included in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Follow-up (06nov2017): new information received from a contactable other health professional includes: suspect product lot number and reaction data (additional events of burn and device issue). Follow-up (14nov2017): new information received from product quality complaint group included: investigation results. Follow-up (18dec2017): new information received from the product quality complaint group included investigation results. Follow-up (28dec2017): follow-up attempts are completed. No further information is expected. Follow-up (26oct2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24feb2020): this follow-up is being submitted to notify that the investigation is closed; no further results are expected events were updated., comment: based on the information provided, the events burns (red swellings in the shape of alveolus) and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable (complaint not confirmed). There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Manufacturer narrative:
The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c). There were no wrap variable or attribute defects recorded for the batch. Shiftly production transition notes were reviewed, there were no issues noted in the heat pack maker that would affect wrap temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Return sample has not arrived at site as of (B)(6) 2017. The site is waiting for the return of the sample to analize and determine the next steps. This batch has been reviewed from a manufacturing perspective. There were no known site investigations associated with this batch. The root cause category was non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged burn from wrap. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employed quality control procedures which included in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date

Manufacturer narrative:
The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c). There were no wrap variable or attribute defects recorded for the batch. Shiftly production transition notes were reviewed, there were no issues noted in the heat pack maker that would affect wrap temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Return sample has not arrived at site as of (B)(6) 2017. The site is waiting for the return of the sample to analize and determine the next steps. This batch has been reviewed from a manufacturing perspective. There were no known site investigations associated with this batch. The root cause category was non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged burn from wrap. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employed quality control procedures which included in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date

Event description:
Event verbatim [preferred term] red swellings which had the shape of alveolus [swelling] , red swellings which had the shape of alveolus [erythema] , burns confirmed by the physician : red zones of the shape of alveolus [thermal burn] , the heatwrap had heated to much [device issue] , . Case narrative:this is a spontaneous report from a contactable other health professional (pharmacy employee) via the local product quality group. An adult female patient of an unspecified age (reported as under the age of 50 years) started to use thermacare heatwraps (thermacare lower back & hip) (device lot number: r48051, expiration date: sep2019) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history was not provided, but the patient had no diabetes. Concomitant medications were not provided. On an unspecified date, the patient experienced red swellings in the shape of alveolus, which did not come off. She experienced burns confirmed by the physician: red zones of the shape of alveolus. The heatwrap had heated too much. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. According to product quality complaint group: the visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c). There were no wrap variable or attribute defects recorded for the batch. Shiftly production transition notes were reviewed, there were no issues noted in the heat pack maker that would affect wrap temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Return sample has not arrived at site as of (B)(6) 2017. The site is waiting for the return of the sample to analize and determine the next steps. According to product quality complaint group: this batch has been reviewed from a manufacturing perspective. There were no known site investigations associated with this batch. The root cause category was non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged burn from wrap. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employed quality control procedures which included in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Follow-up ((B)(6) 2017): new information received from a contactable other health professional includes: suspect product lot number and reaction data (additional events of burn and device issue follow-up (B)(6) 2017: new information received from product quality complaint group included: investigation results. Follow-up (B)(6) 2017: new information received from the product quality complaint group included investigation results. Follow-up (B)(6) 2017: follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2017: this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (B)(6) 2019 this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on the information provided, the events swelling, erythema, thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events swelling, erythema, thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c). There were no wrap variable or attribute defects recorded for the batch. Shifty production transition notes were reviewed, there were no issues noted in the heat pack maker that would affect wrap temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Return sample has not arrived at site as of (B)(6) 2017. The site is waiting for the return of the sample to analyze and determine the next steps. This batch has been reviewed from a manufacturing perspective. There were no known site investigations associated with this batch. The root cause category was non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged burn from wrap. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employed quality control procedures which included in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date

Event description:
Red swellings which had the shape of alveolus [swelling] , red swellings which had the shape of alveolus [erythema] , burns confirmed by the physician : red zones of the shape of alveolus [thermal burn] , the heatwrap had heated to much [device issue] , . Case narrative:this is a spontaneous report from a contactable other health professional (pharmacy employee) via the local product quality group. An adult female patient of an unspecified age (reported as under the age of 50 years) started to use thermacare heatwraps (thermacare lower back & hip) (device lot number: r48051, expiration date: sep2019) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history was not provided, but the patient had no diabetes. Concomitant medications were not provided. On an unspecified date, the patient experienced red swellings in the shape of alveolus, which did not come off. She experienced burns confirmed by the physician: red zones of the shape of alveolus. The heatwrap had heated too much. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. According to product quality complaint group: the visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c). There were no wrap variable or attribute defects recorded for the batch. Shifty production transition notes were reviewed, there were no issues noted in the heat pack maker that would affect wrap temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Return sample has not arrived at site as of (B)(6) 2017. The site is waiting for the return of the sample to analyze and determine the next steps. According to product quality complaint group: this batch has been reviewed from a manufacturing perspective. There were no known site investigations associated with this batch. The root cause category was non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged burn from wrap. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employed quality control procedures which included in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Follow-up (06nov2017): new information received from a contactable other health professional includes: suspect product lot number and reaction data (additional events of burn and device issue). Follow-up (14nov2017): new information received from product quality complaint group included: investigation results. Follow-up (18dec2017): new information received from the product quality complaint group included investigation results. Follow-up (28dec2017): follow-up attempts are completed. No further information is expected. Follow-up (26oct2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events swelling, erythema, thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events swelling, erythema, thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.